Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional device product codes: hxx, gxl e3: reporter is a j&j employee. H3, h4, h6: service and repair evaluation: the customer reported that the device 05.000.008, hand piece for battery powered driver doesn't work at all. The issue was observed prior to being sterilized. The repair technician reported that membrane vent was damaged, contact plate was cracked, the device ran low in fast forward, forward and reverse conditions, wires were discolored, motor was rusted, internal components had debris. The cause of the issue is unknown. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review (DHR): part # 05.000.008. Synthes lot # 003356. Supplier lot # 003356. Release to warehouse date:19 apr 2010. Supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hand piece for battery powered driver did not work at all. The issue was observed prior to sterilization. There was no patient involvement. This report involves one hand piece for battery powered driver. This is report 1 of 1 for (B)(4).